Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between the patient¿s hospitalization for peritonitis and the liberty select cycler/liberty cycler set exists. However, there is no evidence that supports the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Peritonitis is a well-documented complication known to occur in pd therapy due to touch contamination. Therefore, it is likely the patient¿s peritonitis was caused by touch contamination as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) rn (registered nurse) responded to a follow up attempt. The pdrn stated the patient has peritonitis and that the patient had their catheter removed. The patient is not able to complete treatment. Upon follow up, the pdrn stated the patient was hospitalized from (B)(6) 2018 "till" (B)(6) 2018 due to peritonitis. A culture test was performed at the hospital; however, the results are unavailable. The pdrn stated that the patient was treated with unspecified intravenous antibiotics. The cause of peritonitis was said to be touch contamination. The patient had transitioned to hemodialysis in the hospital and the pd catheter was removed. Per pdrn the patient would continue dialysis on hd. The pdrn said she had no access to the discharge summary and could not provide any more information.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.